Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing on the atrial channel. A lead fracture was suspected and the lead was removed from service and replaced. No additional adverse patient effects were reported.